Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years 2 months after a transfemoral aortic valve replacement procedure with a 23mm sapien 3 valve, the valve failed due to stenosis and a 20mm sapien 3 ultra valve was used for a successful thv-in-thv procedure and a right coronary leaflet modification was performed.

Manufacturer narrative:
A supplemental MDR is being submitted, due to completion of the investigation. B4, g3, and h2 have been updated. H6: investigations findings, investigations conclusions, and h11 have been corrected. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (hypertension, hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. B4, g3, and h2 have been updated. H6: health effect - clinical has been corrected.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. B4, g3, and h2 have been updated. B5 and b7 have been corrected.

Event description:
As reported by the field clinical specialist, approximately 5 years 2 months after a transfemoral aortic valve replacement procedure with a 23mm sapien 3 valve, the valve failed due to stenosis and a 20mm sapien 3 ultra valve was used for a successful thv-in-thv procedure and a right coronary leaflet modification was performed. Imagery was received from the field and showed thickening and calcification of all 3 leaflets and commissures, as well as valve under-expansion. Per the medical record, the patient presented with shortness of breath, fatigue, chest pain, and weakness when admitted to the hospital for a fall. The transthoracic echocardiogram showed worsening aortic valve gradients in critical range and a transfemoral valve-in-valve procedure was performed with no complication.

Manufacturer narrative:
A supplemental MDR is being submitted, due to receipt and review of clinical imaging. B4, g3, and h2 have been updated. B5 and h6: component, and device problem have been corrected.

Event description:
As reported by the field clinical specialist, approximately 3 years 2 months after a transfemoral aortic valve replacement procedure with a 23mm sapien 3 valve, the valve failed due to stenosis and a 20mm sapien 3 ultra valve was used for a successful thv-in-thv procedure and a right coronary leaflet modification was performed. Imagery was received from the field and showed thickening and calcification of all 3 leaflets and commissures, as well as valve under-expansion.